Event description:
It was reported the catheter was inserted for the purpose of administering high calorie infusion. Around 5:00am on (B)(6) 2015 it was confirmed that the brown distal lumen injection hub detached from the extension line. As a result, the catheter was exchanged for a new one. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
Qn# (B)(4). Additional info: this product is not sold in the us. The 510k provided is for a similar product that is sold in the us.